Event description:
Information was received indicating that during use, a smiths medical cadd legacy plus pump exhibited "no message" alarm and a "no disposable, clamp tubing" alarm. No patient injury was reported. No adverse effects were reported.